Event description:
It was reported that the insulin pump made a "bloop" noise that sounded like a large bubble. The blood glucose reading was unknown. The customer stated that he had been talking to someone and was cut off by the noise. He said he was in a meeting, the insulin pump made the noise loudly, and it was embarrassing. The customer was unable to recreate the sound. He advised that he would call back when the insulin pump "blooped" again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.